Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient stated that the device was digging into her skin and causing blisters. There is no oozing or open skin, slight red blotching color. The patient was instructed to remove the device by her physician. Follow up indicated the area is clearing up.